Manufacturer narrative:
A steris technician inspected the washer and found it was operating properly. No further issues have been reported with the equipment. The user facility was using a utensil cart to process instruments in the washer which was not suitable for the type of instrument tray they were processing; specifically the cart's racks were too large for the suture trays being processed causing them to flip during processing cycles and collect water. The operator manual states (pp. 4-9): "tems in accessory cart may move during processing and be filled with residual hot water or protrude from cart at end of cycle. Always wear appropriate personal protective equipment (ppe) and carefully remove items from cart. To prevent slips, keep floor dry. Promptly clean up spills or drippage." The facility has ordered another utensil cart to better serve the type of instruments they are processing in the 130l cart washer.

Event description:
The user facility reported that an employee fell and received an abrasion when unloading the washer due to residual water in the instruments spilling onto the floor. The employee went to the occupation health department where the abrasion on the employee's right arm was cleaned and bandaged. The user facility reported the employee is fine and has no sustaining injuries.